Event description:
Additional information was received. The event occurred during a functional endoscopic sinus surgery (fess). There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The system was serviced in the field, and the cpu was replaced. Codes b01, c07, d02. D9, the hardware (9735773) was returned and analysis was performed. The reported complaint was able to be confirmed. Battery was tested (50.02v) with a known good ups for a 24hr period. Ups was then unplugged from main power and did shut down immediately. Battery did show signs of slight leakage and did test for having a dead cell. Codes b01, c02, d02 are applicable to this analysis. The hardware (9735787) was returned and analysis was performed. The reported complaint was unable to be confirmed. The ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under known good battery power for the set 11.5 minutes before ups shut down as programmed. Codes b01, c19, d14 are applicable to this analysis. The return of the 9735787 and 9735773 provided the lot numbers 16440275 and 1630, respectively. Section a, section b5, and section e updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, ubd: unknown, UDI#: unknown; product ID: 9735773, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that after the site registered a patient, the screen went fully blank. The local representative (cc) attempted to reboot the system several times, but was unable to get video to the monitor. When booting up the system, the cc was able to hear the computer fans running. Procedure, delay, and patient impact information were not provided. Additional information was received. It was reported that after replacing the uninterrupted power supply (ups), the system turned on. However, when going into self-test, the err light on the ups was blinking red. Additionally, a self-test showed that the battery status was at 0% even after charging it for an hour. When unplugged from the wall, system shut down immediately.